Manufacturer narrative:
H3: one used product was received for evaluation. Visual inspection was performed and identified a broken tip of a syringe in the luer, no other damage or other anomalies observed. Further inspection of the bond showed spotty solvent coverage. The luer tube bond was separated and the tube and bond pocket were observed. Solvent channel was observed. The tube and luer were found to meet manufacturing specifications. The customer problem of leakage could not be confirmed from the sample provided due to the broken off syringe tip in the luer, however the leak is confirmed based on previous similar samples. The probable cause is due to a solvent application error during manufacturing. A device history record could not be completed as no lot number was received.

Event description:
It was reported that there was liquid leakage from near the connector. The event occurred during priming. There was no patient involvement.